Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 234 mg/dl, 103 mg/dl, and 97 mg/dl. The customer was using 4 vials of test strips from 2 different lots at the time of the incident. It is unknown which strip lot produced each result.